Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause for the moderate-severe pvl was related to a balloon burst during initial deployment, secondary to calcified aortic annulus.  A decision was made not to post dilate, however, it is likely that intervention may be required to treat the pvl.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This MDR is one of two reported for this case. Reference mfg. No. 2015691-2019-02150.

Event description:
During a right trans-axillary approach of insertion of a 29mm ultra delivery system through a 14fr axela sheath resistance (high push force) was encountered. A kink in the sheath was noted due to the anatomy of the patient anatomy. The physician continued to ¿push¿ the delivery system through the sheath and was able to deploy the valve. During valve deployment, the delivery system balloon ruptured. There was moderate-severe paravalavluar leak (pvl) but they were unable to post dilate. The physician was concerned with the access vessels and thought going back in with another sheath to dilate was too risky. During withdrawal, difficulties removing the delivery system through the sheath were noted. During an attempt to remove the delivery system, the inner balloon shaft dislodged from the delivery system with distal portion of balloon left in ascending aorta and remained in the patient on the wire. A sternotomy was performed with balloon massage through aorta to decrease ruptured balloon size. The device was retrieved the physician was able to manipulate the balloon from the aorta without opening the aorta. The wire moved back toward the innominate artery and a decision was made to remove the stiff wire outside from the inside of the balloon shaft. The wire was pulled back and the whole shaft broke from the balloon. The wire was inside the subclavian to the tip of the aorta. A fluro was performed to view the balloon and the balloon was in the innominate artery. An additional incision was made at innominate artery to retrieve balloon and the balloon was retrieved. The patient was stable but left with moderate-severe pvl. There has not been a treatment for the pvl.